Manufacturer narrative:
(B)(6).

Event description:
(B)(4). It was reported that following the implant of the elevate anterior pc graft device the patient developed de novo stress urinary incontinence and had urine loss upon laughing and coughing. A surgery was performed and a non-ams tension-free vaginal tape was implanted. The elevate graft remains implanted. The event was considered "resolved without sequelae" on (B)(6), 2013 and the patient status is "good." There were no further patient complications reported as a result of this event.